Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release of the valve the pig tail catheter moved to the right and there was no reference point. The valve was subsequently positioned high resulting in moderate paravalvular leak (pvl) on the non-coronary side. A second transcatheter bioprosthetic valve was implanted valve-in-valve resulting in trace paravalvular leak (pvl). No adverse patient effects were reported.